Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was intact or was glued down to the base by the user. The contrast keypad button was unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and the contrast key contact was found to be missing. There was evidence of contamination found under all key contacts. Evaluation also revealed that the display screen was dim and discolored with fading lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the display was dim and discolored with fading lettering. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.